Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/18/2015 with the following findings: evaluation revealed that the paint is chipped on back of pump. The display is dim/fading (pink). Two battery compartment cracks at case seal below the bumper. Crack in pump case between bottom right corner of display lens and case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and dim/fading display. This report is made based on results of investigation completed on 12/18/2015.